Event description:
It was reported the machine was not functioning, the coagulation circuit works intermittently. Multiple lots of handpieces were tried and they could not get them to work.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. The pulsar generator was received in fair condition, with minor surface imperfections. In initial testing, the unit delivered rf energy correctly into fixed resistors. A ucb software bug was confirmed. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.